Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed using a 1.5 x 8 mm mini trek balloon dilatation catheter (bdc) followed by the deployment of a 3.0 x 18 mm xience xpedition drug eluting stent (des) at 10 atmospheres. Post-dilatation was performed with a 3.0 x 12 mm nc trek bdc at 18 atmospheres; however, a dissection occurred at the distal edge of the stent. A 3.0 x 15 mm xience xpedition des was used to cover the dissection. No additional information was provided.